Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ileal anastomosis on a radical cystectomy, the staple line opened presenting fistula. Surgeon needed to redo the ileal anastomosis that presented fistula and manual proximal ileostomy was done resolve the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ileal anastomosis on a radical cystectomy, the staple line opened presenting fistula. Surgeon needed to redo the ileal anastomosis that presented fistula and manual proximal ileostomy was done to resolve the case. After a doctor's visit, it was reported that the patient died due to sepsis.